Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a small crack on the battery tube threads. Data analysis: there is no data available due to insulin pump received without a battery installed.

Manufacturer narrative:
(B)(4)

Event description:
The caller stated that now they would like to return the insulin pump for analysis. The insulin pump has been without a battery and the caller did not want to insert a new battery into the insulin pump for the return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away in his office. The official cause of death was heart attack. The customer has had stroke. The customer's blood glucose, at the time of death, was 145 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however, a sensor was not worn at the time of death. At this time, the caller does not want to return the insulin pump for analysis; she wants to check if anyone wants the device at the endocrinologist's office. She will call back regarding the return of the insulin pump. The caller stated that the battery has been out of the insulin pump so, at the time of the phone call, they were unable to upload to the customer's carelink account.